Manufacturer narrative:
Document review: (B)(4) revision sc liner size 5 / 17 mm: code 02.07.0517sc / lot 110077 (25 items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The 4 items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, a device involvement in the event occured is highly unlikely and the change of the thickness is probably due to a wrong evaluation of the knee stability during the primary surgery.

Event description:
Patient had pain. The insert was replaced with a thicker one about 8 months post op.